Manufacturer narrative:
Concomitant medical products: a2dr01 ipg was implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing during recorded episodes. It was further reported that the right ventricular (rv) lead exhibited a gradual increase in thresholds.  The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.